Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air in line alarm during use with a clearlink buretrol solution set. The set was being used with an unspecified chemotherapeutic drug. There was no patient injury or medical intervention associated with this event. No additional information is available.